Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to replicate the issue, however, proactively exchanged the e-100. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the evaluation. Failure analysis investigation confirmed that the e-100 generator has been returned and evaluated by the failure analysis (fa) team. Fa replicated the reported complaint. This unit was installed into the test system, and it failed. Fa used synchroseal with a saline dipped gauze in the jaws and fire yell pedal/sync activations cut/seal about 10 times then e-100 start shutting down by itself. Fa power cycled the system and it work again. Fse replaced the e-100. A log review confirmed the procedure date of (B)(6) 2022 on system sk2173. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically without a backup. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. (B)(6) 2022 follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they were getting e-100 faults and firing of instrument was interrupted. Tse asked customer if they troubleshot the issue or were in a position to troubleshoot. Customer stated that they didn't and weren't able to troubleshoot. Customer requested field service engineer (fse) follow up as customer had incurred several e-100 related issues of late. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the fse reported that the case was completed as planned with the same e-100; however, he had to replace the e-100 the next day. Patient information was requested, but not provided.